Event description:
On december 30, 2022, a patient called their regional impulse dynamics field representative because their optimizer smart mini device entered ccm down mode due to an a9 error code, according to the display on their ipg charger. The patient's device was reset and reprogrammed, but the patient reported the same error message appearing again on january 1, 2023 and june 20, 2023. During the patient's follow-up visits in january and june of 2023, the ipg was interrogated by a technician and both times yielded a "telemet error: down_charge_current_ too_high" error. Analysis of the ipg log files confirmed this is the same, known high charge current issue that has affected several other ipgs, and the patient was advised to charge their ipg only to 75 percent battery capacity (3 of 4 bars displayed on the charger) to avoid the ipg entering down mode again. The patient agreed and has continued to receive ccm therapy as normal since this advisement. The permanent fix for this issue will be implemented as part of a future firmware update that is currently pending finalization before being submitted to FDA for review and approval.

Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on october 26, 2023.